Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint catheter unit was carried out and it was noted on visual inspection that the handshake connection was under the catheter body. An attempt was made to retrieve the handshake connection from under the catheter body however it was not possible to retrieve the handshake connection from under the catheter body. When the catheter body was removed from the catheter it was noted that the handshake connection was jammed within the sheath. The sheath was cut open to retrieve the handshake connection. The handshake connection was bent. The burr was microscopically examined and no issues were noted with the annulus of the burr. The burr annulus was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2011-00349. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. The 82% stenosed target de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). During testing outside of the patient, the rotawire guide wire collapsed during insertion into the femoral artery. The rotalink burr 1.25mm came into contact with the rotawire floppy guide wire and the guide wire broke. Another set of the same devices was used to complete the procedure. No patient complications were reported, and patient status is stable.

Event description:
It was further reported that the guide wire was not inside of the patient when the proximal end of the guide wire fractured.